Event description:
The customer reported a false positive result for the rsv target on the alinity m resp-4-plex amp kit. Sid (sample ID)(B)(6), was tested on (B)(6) 2024 with result "rsv detected" with cycle number of 41.35 and mr value of 0.12. The sample was retested on cepheid genexpert due to the questioning the curve. The sample is from a pediatric patient and the false positive result was not reported outside of the laboratory. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences: 3005248192-2024-00097, occurrence date: (B)(6) 2024 3005248192-2024-00103, occurrence date: (B)(6) 2024.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977. The run passed the validity and acceptance criteria established. Customer data review: customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. The validity of the run met assay specification requirements. A product deficiency was not identified from this analysis. Quality data review: device history record / batch record review: the device history records (DHR) review for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. CAPA / non-conformance review: the CAPA review for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lots. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 400977. No adverse trend was identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 was not identified.

Manufacturer narrative:
Corrections: switched d1 and d2.